Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade unspecified. Additional information reported: capsular contracture, baker grade iii-IV, cyst, calcification, wrinkling and inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade unspecified.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade unspecified. Device remains implanted.

Event description:
Additional information reported: capsular contracture, baker grade iii-IV, cyst, calcification, wrinkling and inflammation.

Manufacturer narrative:
Additional information: b.5, h.6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.